Manufacturer narrative:
By the check of the sterilization charts, no pre- existing anomaly was detected on the lot numbers involved. We will submit a final report after the conclusion of the investigation.

Event description:
Knee revision surgery due to infection performed on (B)(6) 2022. The previous surgery took place on (B)(6) 2021. According to the information received, the surgeon revised the implant as it seemed loose. The following components were explanted: ps femoral component #8 left code 651510580, lot 2104909, ster. 2100228 physica tt fix. Tibial tray #7 code 652114070, lot 2100069, ster. 2100042. Physica ps tibial liner #7 code 653550710, lot 20at5al, ster. 2100279. This event occurred in france.

Manufacturer narrative:
By the check of the sterilization charts of the involved lot numbers, no pre-existing anomalies that could have contributed to the reported issue were found on the components manufactured with those lot numbers. The germ responsible for suspected septic loosening is not known. No puncture or tissue cultivation reported prior the surgery, as well as after the revision surgery. The explants were returned to limacorporate and a visual inspection was performed without any findings. There were no further tests considered necessary to be carry out for the purpose of this investigation, since in the sterilization charts no pre-existing anomaly was detected. Complaint source provided different post-operative x-rays and photos of the explants. These were sent to a medical expert for evaluation and hereby his conclusions: "uknown gender,bmi and activity patient age 75, underwent primary tka arthroplasty at (B)(6) 2021. During next 6 months, there was recorded significant movement of the both components. Tibial component was compromised probably due to the per-operative fracture of the medial tibial cortex with the tibial peg and proceed with the subsidizing of the tibial plate from initial 5° of the medial inclination to the 10,5° of this inclination and the cavitation at the resection level on the lateral side. The fragmentation of the medial metaphyseal cortex was increased. The femoral component was correctly positioned with the acceptable flexion of the 1,5°. On the x-ray after 6 months there is probably radiolucent line less than 1mm around whole component with the change of the position - the flexion of 1,5° was reduced to 0,0°. This is the indicator of the femoral component movement. On the (B)(6) 2022, revision surgery was performed with the removal of both components and the competitor prosthesis has been implanted. The complaint subject anticipated septic loosening, but no puncture, even no tissue cultivation was performed. There is highly unlikely that the main reason for the revision was septic loosening. The main reason for the loosening of the tibial component was the fracture of the medial metaphyseal cortex, as well as the progressive mobilization of the tibial and afterwards the femoral component. The possible septic loosening could not be excluded." In conclusion, the cause of the reported infection cannot be determined with certainty. However, based on: 1) by the check of the sterilization charts of the involved lot numbers, there were no pre-existing anomalies 2) according to medical expert the possible septic loosening could not be excluded, even though the main reason for the loosening of the tibial component was the fracture of the medial metaphyseal cortex. 3) visual check of the devices did not highlighted any anomalies, we can classify the event as not product related. Pms data: based on limacorporate pms data, we can estimate a revision rate due to infection of ps femoral component (family code: 6515.10.xxx) is about 0.12%. No corrective action needed following this complaint, limacorporate will continue monitoring the market to promptly detect any further similar event. This is a final MDR report.

Event description:
5. Describe event or problem. Knee revision surgery due to infection performed on (B)(6), 2022. The previous surgery took place on (B)(6), 2021. According to the information received, the surgeon revised the implant as it seemed loose. The following components were explanted: ps femoral component #8 left code 651510580, lot 2104909, ster. 2100228. Physica tt fix. Tibial tray #7 code 652114070, lot 2100069, ster. 2100042. Physica ps tibial liner #7 code 653550710, lot 20at5al, ster. 2100279. This event occurred in france.